Manufacturer narrative:
Patient city: (B)(6). Patient country: unites states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 13-may-2024, it was reported by the patient that he was hospitalized due to hyperglycemia. High blood glucose level was 201 mg/dl and then he woke up in hospital and the blood glucose level was 430 mg/dl. No further information was available.